Manufacturer narrative:
The returned removal bit was evaluated. The hexalobe tip was twisted and fractured off. The cause of failure cannot be definitively determined as the manner in which the device was being used when the failure occurred was not provided by the reporter. A fractured tip may be caused by any of the following: hard or fused bone at the screw implant location, inadequate seating of the driver in the screw head, or gradual wear of the device over time. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
A driver was returned to zimmer biomet without any event information. Upon visual examination by zimmer biomet personnel, it was found the tip of the driver was twisted in a manner consistent with screw installation. Attempts to obtain event information were made but no further information was made available.